Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report difficulty rewinding the insulin pump. The customer then mentioned that he was hospitalized for a high blood glucose level of 685 mg/dl. Troubleshooting was performed, and found that the customer was unable to rewind due to an empty reservoir alarm. Assisted the customer in clearing the alarm and rewinding the insulin pump. The customer's wife also requested additional training. Advised that the insulin pump trainer would be contacted. Nothing further was reported.